Event description:
The patient's explanted lead was not returned for analysis. Their explanted generator was returned. Their generator battery was at end of battery life and determined to be the result of normal expected battery depletion, based on the battery life analysis and electrical test results. The pulse generator module performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator.

Event description:
A hospital called and reported that they had a explanted generator which was replaced with m103 on (B)(6) 2013 due to a cardiac arrest in (B)(6) 2012 and the patient was resuscitated. The patient had their generator replaced prophylactically in case it was damaged. Their arrest was not vns related. During their generator replacement surgery it was noted that the patient had high lead impedance over 10,000ohms. The surgeon took the new generator off the lead and did generator diagnostics and it was all ok. The patient reported that his generator was working until about (B)(6) of last year and then it quit working meaning the battery was dead but he was not able to replace it because he had a cardiac arrest and had to be defibrillated and then had to recover before he could have his generator replaced. The pin was reinserted into the new generator and if it was past the connector block. The surgeon ran diagnostics and it was still high impedance. Their generator was not interrogated prior to explant to confirm battery status. Their lead was not replaced at this time on (B)(6) 2013. The patient went in for lead revision surgery on (B)(6) 2013. At this time their explanted lead has not been returned for analysis after good faith attempts have been made. It is not known if compressions were performed during the patient's cardiac arrest. The defibrillator was used.

Manufacturer narrative:
Device malfunction suspected but did not cause or contribute to a death or serious injury.